Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported wearing step #11/13 with bite concerns with anterior bite and states that their front teeth don't make contact, and he is unable to bite down into anything, and is worried it will not be fixed by his last set. The patient stated that he did not have this issue prior. It appears to have gotten worse. (Cust did have anterior open bite pre-treatment/ has crossbite on right side)" the patient was advised to go on a 14-day rest. On a later date it was discovered that the patient never went on the aligner rest.